Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be duplicated. It was noted that the settings for the ias and mvs were mismatched, but it could not be confirmed that this was the cause of the reported issue. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when the image acquisition system (ias) and mobile view station (mvs) were on, the umbilical was disconnected and connected again, the pendant showed the system as 'connected, but not ready'. A rebooted of the mvs did not resolve the issue, but the reboot of the ias resolved the issue. If both systems were powered on together with the umbilical connected, the system behaved as expected. There was no patient present when this issue was identified.